Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) walked the customer through launching the cubex application by double clicking the medbank application shortcut on the windows desktop and guided the customer through cycle counting the item. The tss also advised the customer to contact the pharmacy to have the items sent to the facility or to request a different available medication be prescribed and attached the knowledge article titled (how to restart the medbank cabinet). The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cubex application was not running, and the user was unable to log in to issue furosemide 40 mg/4 ml injection (4 ml). The windows desktop was up on the screen. The cabinet had not been restarted recently. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.